Event description:
It was reported that the patient's generator is thought to be depleting too quickly. Since this device is included in the m105 field action, the device was identified as one that was manufactured using the laser-routing process, which may have led to the premature battery depletion. The device history records were reviewed and confirmed that the device was manufactured when laser-routing was in use. The device met all specifications for release prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
The generator data was reviewed and was able to confirm that the patient's generator is prematurely depleting. No additional relevant information has been received to date.

Manufacturer narrative:
Description of event: corrected info; initial MDR inadvertently submitted without information known and relevant to the reported events at the time of initial report.

Event description:
It was reported that the patient's settings have not always been as previously reported. The patient's output current was said to be higher "briefly" but was turned down to the current settings "a few months later". It was stated that the off time was also lower "for a period of time". No additional relevant information has been received to date.

Event description:
Information was received that the patient's generator was replaced and it is believed the device has been discarded and thus has not been received into analysis to date. It was stated that have been no complaints regrading the longevity. No additional relevant information has been received to date.